Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulties occurred. The 90% stenosed lesion was located in a calcified and mildly tortuous distal right coronary artery. Ivus was performed, confirming calcification in the mid lesion. The 3.00x24mm taxus liberte' drug eluting stent was advanced to the lesion and the physician attempted to direct stent. The stent was deployed at 8 atms, but the balloon did not deflate. The physician confirmed that the balloon was not deflated using cine. The physician did not want to attempt to move the device and risk vessel damage. After 5 minutes the patient's st values began to elevate. The physician attempted to deflate the balloon by applying negative pressure with both a 20cc and 30cc syringe, but neither deflated the balloon. After applying negative pressure with a 50cc syringe, the balloon began to slowly deflate. Several attempts were required to deflate the balloon. It was noted that the ratio of contrast media to saline was 1:1. The device was removed from the patient, a slight kink was noted approximately 30cm from the distal end of the catheter. The procedure was completed with this device. No further patient injuries or complications occurred. Patient status is satisfactory.